Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " plastic tabs of sheath dilator broke off one side when trying toseparate. The entire peel away sheath was removed, the end of the sheath wasapprox 2 cm out of the patient's skin when the end broke off. There was no patient harm or consequence."

Event description:
It was reported that: " plastic tabs of sheath dilator broke off one side when trying to separate. The entire peel away sheath was removed, the end of the sheath was approx 2 cm out of the patient's skin when the end broke off. There was no patient harm or consequence."

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs-of-use were observed. Visual inspection of the peel-away sheath revealed that one side of the extrusion was separated directly adjacent to the tab. Remains of the extrusion were still attached to the separated tab. One side of the sheath was split completely down the extrusion. The sheath was additionally severed to observe the cross section. The sheath body length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8" - 2 7/8" per peel-away product drawing. A device history record review was performed, and relevant findings were identified. Non-conformances were created for batch of material due to failure peel-away sheath tabs broke off in use. The IFU provided with the kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis.". The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.